Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be determined through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient implanted with lvad 3 device on (B)(6) 2017. It was reported that the patient experienced a little bleeding from hemorrhoids on (B)(6) 2019 prior to procedure. On (B)(6) 2019 patient experienced bleeding from hemorrhoids and surgical wound. Patient was given two units of prbc. On (B)(6) 2019 patient reported stool with no bleeding from hemorrhoids. Additional information provided: patient had an open end-ileostomy and colonic mucous fistula takedown with resection of colon and ileum and ileocolonic anastomosis, fascial closure, and wound packing on (B)(6) 2019. No further information provided at this time.